Event description:
The hospital reported the doctor could not remove the device because the balloon portion would not deflate. The doctor cut the proximal side of the sheath and withdrew the endoscope. The doctor then withdrew the endoscope. The doctor then reinserted the endoscope, grasped the sheath with a pair of forceps and pulled the device out. There was no allegation of harm.